Manufacturer narrative:
(B)(4). Biomet cocr finned tib tray 67 mm part number: 141232 lot number: j3841836. E1 vngd as tib brg 11x67 part number: ep-189041 lot number: 008610. Series a pat thn 28 3 peg part number: 184782 lot number: 478710. This complaint was initially reported under the incorrect MFR number: 0001822565-2017-01432 . Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01977, 0001825034-2017-01978, mdt65199 0001825034-2017-01981, mdt65209 0001825034-2017-01985.

Event description:
It was reported that the patient underwent partial right knee arthroplasty. Subsequently, on (B)(6) 2016 it was reported that the patient suffered medial retinacular tear.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.